Manufacturer narrative:
Sample currently in transit to the investigation site for analysis.

Event description:
Caller states that it was reported by (B)(6) that as soon as the pt entered the MRI room, the pilot balloon started to levitate and was then taped to the pt. Caller states that there was no pt harm and MRI scan completed without further incident. Caller confirmed that there is no lot and the ett is in the pt and will not be removed for this incident. On (B)(4) 2012, new information was received indicating the following: the pt was extubated based on the MRI results. Planned extubation with no re-intubation done.